Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician had placed a call to our customer contact center. The physician had indicated that they were having trouble interrogating a device. The physician hung up before technical services was able to gather anymore information regarding the event. There were no adverse patient effects mentioned. No additional information was able to be obtained.